Event description:
It was reported that pump screen was dark and would not turn on, and caller experienced extreme difficulty pressing button, often requiring multiple presses to turn on screen even after guidance to remove pump from case and press button firmly. There was no reported impact to the customer¿s blood glucose level. Customer continued to use current pump while technical support arranged replacement pump, confirmed shipping address, instructed customer to place problematic pump into storage mode and return it with prepaid label within 10 days, and advised customer to reprogram pump settings and reconnect continuous glucose monitor on replacement pump.